Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, this complaint for damaged cassette was not confirmed, and the root cause could not be determined. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
Product surveillance contacted the customer on (B)(6) 2011 for a follow up regarding damaged cassette. The customer stated that they have been finding cassettes where the membrane was damaged. When asked to clarify the damage, the customer stated that the lines of the cassettes were either kinked or punctured. They stated they did not use the damaged cassettes; they moved onto new ones. The customer stated they did talk to their nurse regarding the damaged cassettes. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.